Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient made a mistake. It was unknown if the patient was hospitalized for the peritonitis. On an unreported date, the patient began treatment with cefepime (1 gram in one bag, intraperitoneally, duration and frequency of bags not reported) for the peritonitis. Antibiotic treatment was ongoing. Dianeal therapy was ongoing. It was unknown if the patient was recovering or was recovered from the peritonitis. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported the patient completed antibiotic therapy, was recovered from the event of peritonitis, was doing well and fluid was clear (all unreported dates). Should additional relevant information become available, a supplemental report will be submitted.